Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent implant revision on unknown date due to pseudoarthrosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 47249440011 63502727 retrograde femoral nail - purple 11.5 mm diameterï 40 cm length use red proximal screws and black distal fixed angle screws. 47248408060 63813623 6.0 mm diameter cancellous screw - black fixed angle 3.5 mm hex head. 47248403550 63914627 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248403750 63936427 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248409060 63648041 6.0 mm diameter cancellous screw - black fixed angle 3.5 mm hex head. 47248402050 63855515 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248403250 63948174 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248408060 63575582 6.0 mm diameter cancellous screw - black fixed angle 3.5 mm hex head. 47248405550 63766402 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248403750 63914629 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient was revised approximately 1 year post implantation due to pseudoathrosis. Attempts have been made and additional information on the reported event is unavailable at this time.